Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his pump was acting erratically last night due to many calibrations. Customer stated that he received multiple calibration errors. Customer's blood glucose was 142 mg/dl and sensor glucose was 128 mg/dl. Customer's sensor glucose started trending downward and customer received a threshold suspend alarm. Customer's blood glucose was 210 mg/dl and sensor glucose was 63 mg/dl at the time of the alarm. Customer removed the sensor and stated that it had a curve to it. Customer will be shipped a replacement sensor.